Manufacturer narrative:
Product complaint # (B)(4). Complainant part is not expected to be returned for manufacturer review/investigation. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2020, the patient underwent an orthopedic procedure due to fracture of a metacarpal. The drill guide had a bent cannula on the side of the instrument and the surgeon could not use the device with the drill bit. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. Concomitant device reported: unknown drill bit (part# unknown, lot# unknown, quantity# 1). This complaint involves one (1) device. This report is 1 of 1 for (B)(4).

Event description:
Concomitant device reported: drill bit (part# 03.130.312, lot# unknown, quantity# 1).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H6: reviewing received picture, the complaint description can not be confirmed. H3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. H3, h4, h6: a device history record (DHR) review was conducted: part: 03.130.225-us, lot: 5l75902, manufacturing site: bettlach, release to warehouse date: 12. Sep. 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. H11 corrected data: b5, d11: corrected concomitant device. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: investigation summary reviewing attached picture, the complaint description can not be confirmed. Not possible to identify the root cause for the reported problem without having the complained part available for investigation. Product was not returned. Based on the information available, it has been determined that no corrective and preventive action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Background: it was reported on (B)(6) 2020, the patient underwent an orthopedic procedure due to fracture of a metacarpal. The drill guide had a bent cannula on the side of the instrument and the surgeon could not use the device with the drill bit. It is unknown if there was a surgical delay. The procedure outcome and patient status are unknown. Concomitant device reported: drill bit (part# 03.130.312, lot# unknown, quantity# 1) this complaint involves one (1) device. Investigation flow: damage visual inspection: the 1.5/1.1mm double drill sleeve for 1.5mm cortex screws/red (p/n: 03.130.225, lot number: 5l75902) was received at us cq. Upon visual inspection, the 1.1mm drill sleeve is bent and deformed. Dimensional inspection: no dimensional inspection was performed due to post-manufacturing damage. Document/specification review: se_419344 rev c (current and manufactured) was reviewed. No design issues or discrepancies were identified. Investigation conclusion: this complaint is confirmed as the 1.1mm drill sleeve is bent and deformed. No definitive root cause could be determined based on the provided information. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.